Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) was confirmed. Upon evaluation, the 12v line was shorted to ground. The cause of the shorted 12v line is a burnt trace. The root cause of the burnt trace cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not power on.